Event description:
Employee was squeezing hot pack per package instructions when it burst. The contents had contact with the employee's hands only. There was no apparent injury.we have had several occurrences of this problem at our facility, and as a result we have stopped using this product. We are looking for a replacement product.